Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated having other health issues since the past two weeks, and possible an infection not related to the insulin pump or site. Reviewed the alarm history and found no delivery alarms for several months. Ran a fixed prime and passed. The customer's most recent glucose reading was over 400 mg/dl. The customer stated that infusion set has been in the insulin pump for four to five days. Advised the customer that it could affect the proper delivery of insulin. The customer mentioned having issues with irritation, but had stopped as soon she uses antibiotic ointments on the site. No further info was provided.